Manufacturer narrative:
The device was returned for csz for evaluation and no problems were found. Csz could not duplicate the alleged power fail issue. Csz did find a black molex connector was not fully seated on the power board but this did not affect the device. The molex was reseated. The device functions as designed.

Manufacturer narrative:
Csz medical technical received a call stating the device went into power fail during a procedure. No patient harm or injury occurred. The procedure continued successfully. Evaluation is anticipated, but not yet begun. Csz is waiting for device to be returned for evaluation. When received if any new relevant information is identified this complaint will be categorized accordingly.

Event description:
Cincinnati sub-zero received a call stating the device went into power fail during a procedure. No patient harm or injury occurred. The procedure finished successfully. This report was filed in our complaint handling system as (B)(4).